Event description:
Procedure type: gastrectomy. According to the reporter: the staples did not formed b-shaped, it just stand on the tissue. Surgeon changed to another unit and fired at another location in order to avoid the damaged staple line.

Manufacturer narrative:
(B)(4).